Event description:
A (B)(6) old male contacted zoll customer support to report a service code 204. The patient was provided with a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service code 204) has been confirmed. Upon evaluation the trunk cable connector was cracked and the blue wire was broken. The cause for the code 204 was the broken connector and damaged communication wire. The root cause for the damaged cable connector and blue communication wire cannot be positively identified but was likely the result of physical abuse. No adverse event resulted from the broken connector. The patient received a replacement electrode belt.